Manufacturer narrative:
Other (code unspecified): the prevena¿ incision management system device identifier was not provided and the device was not returned. Date of event: the specific date of event was not provided. The study included patients who had undergone spine surgery between march-2013 and march-2014. Based on the information provided, it cannot be determined that the alleged infection is related to the prevena¿ incision management system. The patient had been discontinued from prevena¿ incision management system for 11 days prior to the infection. The physician was uncertain if the prevena¿ incision management system caused or contributed to the event. Patients in the study were selected for having an increased risk of infection based on both there comorbidity and the nature of their surgery. The article noted "negative-pressure wound therapy through vac application to the postoperative incision resulted in a fifty percent reduction in surgical site infection. No adverse effects were noted secondary to vac application." There was no allegation, indication or evidence that the infection was related to prevena¿ incision management system. Device labeling, available in print and online, states: the prevena¿ incision management system should be used with caution in the following patients: patients with fragile skin surrounding the incision as they may experience skin or tissue damage upon removal of the prevena¿ incision dressing. Warnings: infected wounds: as with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and /or fatal injury. Some signs of complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and /or orthostatic hypotension or erythroderma (a sunburn-like rash).

Event description:
On 30-sep-2019, the following information was received by kci after a review of journal article "use of incisional vacuum-assisted closure in the prevention of postoperative infection in high-risk patients who underwent spine surgery: a proof-of-concept study" published online 10-may-2019; doi:10.3171/2019.2.spine18947: the article noted there was one patient out of twenty-one patients that experienced a deep tissue infection at day 11 and was treated with oral antibiotics for two weeks and subsequent irrigation and debridement. It was noted that the physician was uncertain if the prevena¿ incision management system caused or contributed to the event. The article noted that v.a.c.® granufoam¿ dressing was used in conjunction with the prevena¿ incision management system for a total of five days. The article noted "negative-pressure wound therapy through vac application to the postoperative incision resulted in a fifty percent reduction in surgical site infection. No adverse effects were noted secondary to vac application." The prevena¿ incision management system was not returned and a lot number was not provided; therefore, neither a device evaluation nor a device history record review could be performed.